Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer called and reported that they experienced high blood glucose with blood glucose of 250 to 415 mg/dl at the time of the incident. The customer was fasting and their doctor had adjusted their settings when they went high. The customer did not mention how they treated. The customer did not mention any symptoms. The customer was wearing the insulin pump during the incident. Troubleshooting was not completed. The customer stated they are now getting more insulin. The customer reported discolored infusion set tubing that turns black during use. The insulin pump will not be returned for analysis.